Event description:
It was reported that during use of the bd pen ndl 32g 4mm hp there was difficulty in attaching the needle and the needle was bent. Foreign complaint the following information was provided by the initial reporter, translated from french to english: defect with attaching and needle bent.

Manufacturer narrative:
H.6. Investigation summary: 82 sealed 32gx4mm pen needle samples were returned from lot. No. 8346642, cat. No. 320562. Visual examination was carried out on the eighty two samples and no issues were observed. A functionality test was also carried out on all eighty two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pen ndl 32g 4mm hp there was difficulty in attaching the needle and the needle was bent. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: defect with attaching and needle bent.